Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer changed cartridge and infusion set to address the issue. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days. Customer was informed that the cartridge and infusion is indicated for use with the pump for 3 days.